Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Biomed has a 8100 that would only deliver 11grams during rate calibration: sn: (B)(4). Failure device type: alaris system instrument, failure problem type: 8100, failure mode: troubleshooting/ error codes. Case resolution: recommend to replace the bezel assembly. Biomed will replace and recalibrate the unit. Will call back if any other issues occur and biomed ended call. Ref:_00d30y0yr._5000l1ivqls:ref